Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the monofilament was returned loose from the body and the needle tip still attached to the rail end. The plunger, cuffs and link were not returned with the device. Based on the investigation findings, a posterior cuff miss occurred because the needle tip was returned without the posterior cuff. During the investigation, a proxy plunger was reinserted and the needle trajectory was acceptable. A cuff-miss can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall a review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint database was performed and there were no similar complaints within this lot. As some of the components were not returned, the root cause for this reported event could not be determined. The needle trajectory of every device is checked twice during the manufacturing.

Event description:
It was reported that an operator unknown if trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, 'the device did not deploy'. It is not known how hemostasis was achieved. There was no reported adverse patient sequela. Though requested, additional information was not provided.